Manufacturer narrative:
This ipg serial number was included in three field advisories. (B)(4): 1627487-05242011-002-r, 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg stopped working (B)(6). Surgical intervention was performed to address the reported issue. During the procedure, it was noticed the port plug was no longer in place leaving the potential for bodily fluids to enter the ipg. The ipg was subsequently explanted and replaced which resolved the reported issue. Effective stimulation was restored post-operatively.